Event description:
--

Manufacturer narrative:
--

Manufacturer narrative:
Additional information was received that this lead was surgically abandoned and a fracture was observed at the procedure. A new lead was implanted without issue. There were no additional adverse patient effects reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture and high out of range pacing impedance measurements. The lead functions intermittently and no changes were made. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.